Event description:
As reported through the progress clinical trial, the valve and delivery system was inserted through the 14fr esheath+ with some increased push force required. The valve was deployed to the full volume of 23ml + 2ml. At this point it was noticed that one cell/strut on the leading edge of the valve appeared inverted towards the aorta.the delivery system was prepped per the IFU with the valve inspected prior to crimping with no noticeable issues.

Manufacturer narrative:
The investigation is ongoing. The device is not available for evaluation as it remains implanted in the patient.

Manufacturer narrative:
The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and training manuals were reviewed. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The product risk assessment (pra) was previously initiated to investigate and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective/preventive actions. The corrective action is intended to reduce, but not eliminate the complaint occurrence, and the CAPA has been closed after demonstrating reduction of complaint rate for frame damaged. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in no patient harm, which did occur during this event. The valve frame damage was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the system inserted via the 14fr esheath+ with some increased push force required. The patient was paced, and the valve was deployed to the full volume of 23ml + 2ml., per the pre-case plan. At this point it was noticed that one cell/strut on the leading edge of the valve appeared inverted towards the aorta.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage. As such, available information suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event.